Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Customer age and weight is unknown.

Event description:
The advocate reported that the customer's contour next link 2.4 meter was showing "hi" (above meter's measurement range) reading for the whole day. The customer took 27 units of fast acting insulin (humalog) with syringe. The customer indicated that the amount of insulin she administered was more than usual, however, she did not remember her usual insulin dosage. The customer was feeling fine after the insulin intake. Later, she felt sleepy, confused and had diarrhea. The customer indicated that the symptoms she had were not related to high blood glucose levels. The customer did not seek medical intervention. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.